Event description:
It was reported that during a colon resection procedure, the surgeon has encountered an incomplete firing using the device. The staple line would only partially form, leaving part of the bowel open. There were no patient consequences. Case completed by over sewing the staple line. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information: just for clarification, was the staple line in complete (staples missing from the staple line)? What was the appearance of the deployed staples (b-shaped, irregular, legs straight)? I was not in the case, but it was reported to me that the staples were not formed on the distal portion of the staple line. The rest of the staples deployed and formed.